Manufacturer narrative:
This issue has been recorded as (B)(4). The device investigation was completed on 05-jan-2016. The regional service center (rsc) thoroughly reviewed the service log, yet could not confirm the reported complaint of a display failure. The rsc tested the device over the course of several days at various doses, screen brightness settings, and while on battery power versus ac power, but could not reproduce a blank screen. After physical examination of all the parts, there was a slightly damaged conductor on the 80068 ribbon, but this cannot be confirmed as the root cause of the issue, as the blank display was not able to be reproduced using this same ribbon the customer used. All of the following parts that could have potentially caused the reported issue were replaced despite the issue not being reproduced: 50166 sharp display, 50159 display/touchscreen, 50148 sharp lcd connector board, 50149 sharp lcd connector board jumper, 80068 ribbon cable, and the 90693 backlight cable. The root cause for this report is not known, as the issue is not able to be reproduced by the rsc under any conditions. This issue will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This is a post-marketing serious device case reporting oxygen desaturation in a critically ill patient while on inomax.

Event description:
On (B)(6) 2015, a (B)(6) male was admitted with chest pain and stomach pain. He had a "bad heart and was in need of a new heart". He was very sick, critical, unstable and was admitted to the intensive care unit (ICU). He was hypotensive, dopamine, and dobutamine were both provided, and the patient's blood pressure improved into the high 90's to 100 mmhg. The patient's pulse oximetry was reported to fluctuate. He was intubated and attached to mechanical ventilation. The patient had a chest x-ray completed which showed pulmonary edema. Lasix was provided for the pulmonary edema. Due to low oxygen saturation in the 50's while on servo I ventilator with fraction of inspired oxygen (fio2) at 100%, positive end expiratory pressure (peep) at 20 cm h20 with a rate set at 16, inomax was started at 20 parts per million (ppm) via inomax dsir# (B)(4) at approximately 07:00 on (B)(6) 2015. The patient quickly responded and his pulse oximetry rose to the 60s. Within 30 minutes of inomax start, the rt noticed the screen appeared to be blank; despite being plugged into an electrical outlet and the main power light indicator green. The [dsir] appeared to stop delivery of inomax. The patient experienced an oxygen saturation decrease to 12%. The rt immediately turned on the inomax dsir integrated pneumatic backup switch anticipating the screen would come on; but it did not. The rt then proceeded to bag the patient with the inoblender with a set dose at 20 ppm. Within 30 seconds, the patient's oxygen saturation increased into the 70's, as indicated by pulse oximetry. The patient was then placed on a replacement inomax dsir device in conjunction with the servo I ventilator, with rate increased from 16 to 30. The replacement dsir functioned as expected and on the same date, at a time not specified, the patient's pulse oximetry increased up to 90%. The dsir device with the blank screen (inomax dsir# (B)(4)) was picked up for service evaluation.